Event description:
Pt implanted with ti cannulated retrograde/antegrade femoral nail-ex construct approx 6 weeks ago. The end cap was discovered to have migrated out of the nail and into the pt's knee joint on an unk date. Pt was returned to the operating room on (B)(6) 2012 for removal of the end cap only. Surgeon removed the end cap and the pt was not revised with any add'l hardware. The nail remains implanted. This is two of two reports for this event.

Manufacturer narrative:
Implant date: approx 6 weeks ago. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.